Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: (B)(4).

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation alleges patient had pain, bodily impairment and high levels of toxic metal in blood after asr hip implant. Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd (B)(6) 2015 - plaintiff¿s preliminary disclosure form was received, which identified dor. The sleeve and stem are being added for elevated metal ions. The complaint was updated on: (B)(6) 2015.